Event description:
During a premature ventricular contraction procedure, there was a crash on the display workstation resulting in a 20 minute delay. When connecting a new tactiflex catheter to the amplifier. The display workstation showed an unexpected error, and the study closed itself. The study could not be restarted until the tactiflex se was disconnected. This was the first time using the display workstation after performing the update to v3.1. The procedure was completed in navx mode with a non-se catheter with no adverse patient consequences.

Manufacturer narrative:
Additional information: g3, h2, h3, h6, h11. The reported event stated that "when connecting a new tactiflex catheter to the amplifier. The display workstation showed an unexpected error, and the study closed itself.". Review of the collect logs verified the unexpected shutdown occurred. In the logs, the catheter was not recognized as an ablation or se catheter leading to the crash. The root cause was the tactiflex license being out of date. The tactiflex will not be recognized on a system running v3.1 with the v3.0 tactiflex plug in module. It is recommended to upgrade the tactiflex plug-in module to 3.1.